Manufacturer narrative:
Evaluation results: (unable to establish root cause as no device available for evaluation). Inherent risk of procedure (cva / stroke). No results available since no evaluation was performed (no device or procedural images received for review). (No device received for evaluation). Conclusion results: (unable to establish root cause as no device available for evaluation). Inherent risk of procedure (cva / stroke). Unable to confirm complaint (no device or procedural images received for review). (B)(4).

Event description:
The patient had a micro driver device implanted in (B)(6) 2006 and sprinter rx was also used as treatment during the procedure. It was reported that the patient suffered a cerebral infarction in (B)(6) 2014 and had a MRI scan of the head. During the scan it was reported that the patient felt heart palpitations and pain and the doctor stopped the procedure immediately. The patient was recovered with salvia miltiorrhiza injection. No other clinical sequelae were reported for this event.